Manufacturer narrative:
Device evaluation anticipated, but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the handpiece overheated. There were no injuries reported as a result of this event.

Manufacturer narrative:
Analysis found that overheating was not confirmed. Pre-repair temperature test was conducted and the handpiece passed. However, the motor was grinding and noisy. Handpiece nose was also corroded. (B)(4). If information is provided in the future, a supplemental report will be issued.